Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.6; lab: 4.7; inratio: 3.8; lab: 4.7. On (B)(6) 2011, patient noticed rectal bleeding and immediately went to the hospital. She insists that she has issues with her colon and that the rectal bleeding was in no way due to her inratio inr results. Patient's therapeutic range: 2.0-3.0 inr